Manufacturer narrative:
(B)(4) forward-firing of the side-firing surgical fiber.

Event description:
It has been reported that during a bph surgical procedure, it was noted that the "laser tip cracked on fiber; laser was end firing; tip was not secure to the fiber". The fiber was exchanged and the procedure was completed by utilizing an additional moxy fiber. Patient outcome "satisfactory" reported. No injury to the patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits moderate devitrification and detritus buildup at the output window; the metal cap exhibits severe detritus adhesion on surface and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
During a bph surgical procedure, the first fiber issue "fiber tip was loose and rotating but was not inside the patient" at 9,488 joules and 2:09 minutes. The fiber exchanged; the second fiber, "fiber error" at 0 joule and 0 minute. The fiber was exchanged; the third fiber, "lasering at the tip of the fiber" at 27,052 joules and 5:48 minutes. The fiber was exchanged; the fourth fiber, "fiber cap loose and rotating (not detached)" at 388,066 joules and 40:10 minutes. The fiber was exchanged; the fifth fiber, "fiber tip cracked, end firing, tip was not secure to the fiber" at 100,027 joules and 20:10 minutes. The fiber tips of first and second fibers were not cleaned but the fiber tips of third, fourth and fifth fibers were cleaned during the procedure. The procedure was completed with sixth fiber. Patient outcome: no injury to the patient reported. This report is for fifth failed fiber.